Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there were messages in the logs for increased motor speed required, which indicated a possible issue with the scroll compressor output. The fse noted that the unit would surpass the 5000 hours of use on the scroll compressor within a month or two. The fse replaced the scroll compressor and filters to ensure proper operation, but was unable to reproduce the high temp alarm. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.